Event description:
A report was received that 6 days after the implant procedure the patient's ipg pocket opened. 19 days later, the patient was taken to the emergency room due to signs of infection which included redness and swelling. The patient was treated with surgical wound drainages and systemic antibiotic therapy. The infection was believed to not be device related but related to poor proper self care after implantation.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm.